Event description:
The customer's blood glucose was unknown. It was reported that the customer was receiving the compromised force sensor system alarms on the insulin pump while priming the infusion set. The customer stated that she had been using the insulin pump from a deceased friend. The customer also experienced a blank display. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.